Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. No unexpected high pitch sound alarm or black circle on the screen noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and made a high pitched sound. The customer did not know the blood glucose reading. The customer stated that there was an alarm going off on the insulin pump and had a black circle showing on the screen. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.